Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. The patient alleged difficulty breathing, sinus infections, cough, upper airway irritation and rashes. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. The patient alleged difficulty breathing, sinus infections, cough, upper airway irritation and rashes. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found unknown white, brown and black contamination (dust like), inconsistent with degraded sound abatement foam, and some tiny gray potential hairs at the air input of the blower box., white and black (inconsistent with degraded sound abatement foam), dust-like contamination in some spots at the bottom of the blower box. The manufacturer also found black contamination, consistent with keratin, at the air outlet of the blower box and on the blower motor seal, unknown white and brown dust-like contamination on top of the blower motor and on the blower seal with a potential piece of hair on it, unknown brown and black contamination, inconsistent with degraded sound abatement foam, on the bottom of the enclosure where the blower box would sit, potential mineral deposit spots on the bottom of the blower motor and on the bottom of the blower box, indicating potential water ingress. The device's downloaded event log was reviewed by the manufacturer and found the following errors e-200, e-4. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of unknown brown and black contaminants, inconsistent with degraded sound abatement foam, and some potential black hairs inside of humidifier box, brown stains in the bottom of the humidifier box, potential brown heat marks on the bottom of the heater plate's label. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed the presence of various contaminants inconsistent with degraded sound abatement foam and evidence of water ingress that source external to the device.